Event description:
Clinical information: (B)(6) - sh device registry, patient ID: site ID (B)(6). - ((B)(4)) it was reported that on (B)(6) 2026, a 25mm epic max valve was implanted in the patient. Post operative bleeding with initial signs of cardiac tamponade was noted. A surgical intervention was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.